Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test and it functioned properly. No motor error alarm noted. Intermittent button response was noted during testing due to corroded keypad traces. No button error alarm noted. The device was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
It was reported that the customer required medical intervention due to high and low blood glucose levels. It was also reported that the insulin pump alarmed button error and had an unresponsive keypad. The customer stated that the insulin pump then alarmed motor error recently during an infusion set change as well. The customer stated that the button and motor error alarms occurred back in 2012. On (B)(6) 2015, the customer had a low blood glucose reading of 20 mg/dl. She was found unresponsive and was provided with intravenous glucose and glucagon by paramedics. On another occasion, the customer had a high blood glucose reading of over 600 mg/dl. She was unable to troubleshoot due to the button error. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test.